Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings from the adc device compared to a competitor brand meter. The customer experienced symptoms of dizziness, sweating, headache, restlessness, and lost consciousness. The customer was provided dextrose, carbs, and candy for treatment by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Based on extended investigation, section h4 (device mfg date) was updated from (B)(6) 2022 to (B)(6) 2022. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings from the adc device compared to a competitor brand meter. The customer experienced symptoms of dizziness, sweating, headache, restlessness, and lost consciousness. The customer was provided dextrose, carbs, and candy for treatment by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving higher readings from the adc device compared to a competitor brand meter. The customer experienced symptoms of dizziness, sweating, headache, restlessness, and lost consciousness. The customer was provided dextrose, carbs, and candy for treatment by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Watermark was observed at the base of the tail indication. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed, no evidence of misuse or abnormalities were observed during visual inspection. The patch data was extracted. The returned patch was de-cased and no issues were observed on the patch component or sensor flag. Accuracy test was performed on the returned sensor, no inaccuracies in the electrical current being read by the returned patch were observed indicating that no accuracy issues were present. No other issues were identified, no evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.